Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint reference # (B)(4).

Event description:
Angiodynamics' distributor reported that a uniblate rfa probe was unable to be used by their customer, as the tip was broken. The device was set aside and a new of the same was used to complete the procedure. There was no report of harm or injury to the patient due to this event. It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation.